Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set was found to be kinked during a vasopressor infusion, resulting in restricted medication flow. The reporter stated that, once the tubing was corrected, the patient¿s mean arterial pressure (map) increased as the intended vasopressor dose was delivered. No additional information is available at this time.